Event description:
It was reported that during use, the operator observed that the adapter of the cath-gard contamination shield could not be unlocked smoothly. As a result, the pulmonary artery catheter (pac) could not be advanced into the cath-gard as intended. During further attempts, the pac penetrated the cath-gard sleeve and became damaged. There were no reports of patient injury or adverse health consequences associated with this event. The patient's condition was reported as stable ("fine"). No additional medical intervention was required beyond removal of the affected device, and the procedure was subsequently completed successfully following replacement with another device.

Manufacturer narrative:
(B)(4). The customer returned one cath-gard for analysis. No obvious signs of use were observed. Visual analysis of the cath-gard revealed that a piece of plastic was lodged inside the inner tubing. This plastic was dislodged and further microscopic examination confirmed that the plastic resembles a balloon from a swan-ganz catheter (non-arrow). After failing functional testing , it was noted that the distal housing unit does not appear secure when locked onto a lab inventory 7.5fr catheter. The test was repeated with a lab inventory 8fr swan-ganz catheter. Major resistance was encountered from within the distal and proximal housing units when in the unlocked position. The distal and proximal hubs were then disassembled to analyze the inner sleeve components. Visual and microscopic examination revealed narrowing along the middle of the extrusions from both sleeves. Additional microscopic examination of the ends of both sleeves revealed a small lip along the inner edge. This lip is only observed on one side of the sleeves. To accurately measure the inner diameter of the inner molded sleeve, the cath-gard hubs were disassembled. The inner diameter of the sleeve within the distal hub measured 0.113", which is within the specification limits of 0.110"-0.117" per the sleeve product drawing. The inner diameter of the sleeve within the proximal hub measured 0.111", which is within the specification limits of 0.110"-0.117" per the sleeve product drawing. A lab inventory 7.5fr swan-ganz (outer diameter measured 0.102") was inserted through the returned cath-gard. The swan-ganz passed through the cath-gard with no issue. Testing of the proximal locking mechanism revealed that it is secure. Testing of the distal locking mechanism revealed slippage. A lab inventory 8fr swan-ganz (outer diameter measured 0.108") was inserted through the returned cath-gard. The swan-ganz met major resistance when being inserted through the distal hub when in the unlocked position. Performed per IFU statement, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end". Two additional tests were performed by inserting the sleeves over a 0.107" and 0.109" pin gage. When holding the pin gages vertically, the sleeves are intended to fall under their own weight. It was observed that distal sleeve passed both the 0.107" and 0.109" pin gauge tests. The proximal sleeve failed the 0.107" and 0.109" pin gage tests. A device history record review was performed, and no relevant findings were identified. It was confirmed that the mac is intended to be used with 7.5fr-8fr catheters. The IFU provided with the kit informs the user, "do not inflate balloon prior to insertion through catheter contamination shield to reduce the risk of balloon damage". The report that the cath-gard damaged the inserted catheter was confirmed through investigation of the returned sample. Visual and functional analysis revealed that the cath-gard distal hub meets resistance when passing over an 8fr lab inventory swan-ganz catheter. In addition to this, functional testing with a lab inventory 7.5fr swan ganz also revealed slippage on both hubs. A CAPA has been initiated to address this issue. Based on the investigation from the CAPA, the root cause of this issue is supplier related. Teleflex will continue to monitor and trend for reports of this nature.